Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98.

Event description:
The "gas leak" alarm sounded from the pump. Blood was noted back into the tubing and pump and the iab was removed. (Multiple event to customer complaint number 98-00537). The following was reported to datascope on 6/10/98: there was no pt injury or complication as a result of the event. The pt was okay after the event. [Event complications]: unk-reported 5/1/98; none-reported 6/10/98. [Pt's current status]: okay-reported 6/10/98.